Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the physicians office with an artificial urinary sphincter (aus) not functioning as intended. The physician attempted to troubleshoot the device by cycling the pump with no success. A revision surgery was performed and all components were removed and replaced with a new aus. After explanation a hole was identified in the balloon, resulting in leakage in the system. The procedure was successfully completed without patient complications.